Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.